Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to low blood glucose on unknown date with blood glucose level was unknown at the time of hospitalization. The insulin pump alarm very low blood glucose less than 2.2 mmol/l. The customer stated that this was the second day that customer was back home from the hospital. Customer stated that when he was almost back home he passed out. The ambulance brought him to the hospital, he had stitches in his head. Customer stated that in the hospital they measured blood glucose with his own blood glucose meter, at the moment his blood glucose was 5.7 mmol/l and the sensor glucose was 7.4 mmol. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.